Manufacturer narrative:
The product analysis indicates that the reported issue of excessive heat could not be verified as the motor stopped working prior to completion of the one-minute pre-repair temperature test. The analysis also notes that the collet was very noisy.

Event description:
It was reported by a field service rep that the handpiece was tagged as "overheating" with no additional information provided. The field service rep could not confirm the reported issue as he did not have an ipc available to test the handpiece. Medtronic service and repair were also unable to confirm the reported issue as the handpiece stopped working prior to completion of the one-minute pre-repair temperature test. There was no patient impact. Requests for additional information have been made, however no additional information has been provided.